Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the account was removing the devices from the sales unit and noticed that in the middle of the devices there was some plastic missing.